Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7081048/7080980.

Event description:
It was reported that the patient had an infection at the ipg site. It was mentioned that the patient had a fall which caused the incision to slightly open and the patient did not seek treatment. It was also noted that the patient experienced incontinence and confusion. The physician believed that the infection was not device nor procedure related. The patient was put on antibiotics and underwent an explant procedure wherein all device components were removed. The patient was hospitalized and was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.